Manufacturer narrative:
Age of device: 0 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after tunneling the driveline through the patient's upper left quadrant, the tunneling bullet was inspected and one of the black leaflets was missing. The missing piece of the tunneling bullet was retrieved just below the skin next to the buried portion of the driveline. The tunneling bullet and leaflet were damaged. There was no harm to the patient. The tunneling bullet was returned for evaluation. No further information was provided.

Manufacturer narrative:
The report that one of the leaflets of the heartmate iii (hm3) tunneling adapter broke off during the implantation of the device was confirmed through the evaluation of the returned part. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The relevant sections of the device history record for the heartmate 3 tunneling adapter (document (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Patient remains ongoing on vad. No further information was provided. The manufacturer is closing the file on this file.